Event description:
A customer in portugal notified biomérieux of a false positive cefoxitin screen (oxsf) result for a staphylococcus aureus strain in association with the vitek 2 ast-p648 test kit. The customer stated that two (2) blood cultures were drawn for a (B)(6)-year old female patient who is diagnosed with endocarditis with fever. Staphylococcus aureus was isolated from the blood cultures. The following ast test results were obtained: vitek 2 ast-p648 was oxsf positive; oxacilin mic<=0.25 (susceptible, changed to resistant by the vitek 2 advanced expert system¿); penicilin resistant; susceptible for all other antibiotics contained in the ast-p648 card. Rapid test for pbp2a was negative. Cefoxitin disc (eucast interpretation) - zone diameter 24 mm (susceptible). Bd max test (gene meca and mecc) was positive sequencing indicates (B)(6). The customer indicated the patient was prescribed therapy following the initial diagnosis of (B)(6). There is no statement from the customer or physician that patient therapy was inappropriate or modified after determining the (B)(6) result. There is no indication or report from the laboratory or treating physician that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An investigation was completed in response to a customer complaint for a false positive cefoxitin screen (oxsf) result for a staphylococcus aureus isolate in association with the vitek® 2 ast-p648 test kit. The customer's strain identification was confirmed as staphylococcus aureus with the vitek® 2 gp ID test kit (lot 2420906203). Investigational testing included testing the strain using reference methods as well as analyzing the strain using the vitek® 2 ast-p648 test kit from the customer's lot (7480974403) and a random lot (7480873103). ----reference test results:---- pcr meca/mecc = neg agar dilution (ad): oxacillin (ox) mic = 0.25 mg/l (susceptible) kirby-bauer cefoxitin (fox kb): d = 27 mm (susceptible) ----vitek® 2 ast-p648 results---- customer's lot (7480974403): ox mic = <= 0.25 mg/l (susceptible) cefoxitin screen (oxsf) = neg (susceptible) random lot (7480873103) ox mic = <= 0.25 mg/l (susceptible) cefoxitin screen (oxsf) = neg (susceptible) ----conclusions---- the ox and oxsf results obtained from vitek® ast-p648 testing are in agreement with the reference methods. The customer's false positive oxsf results on ast-p648 card were not reproduced internally. The vitek® 2 ast p648 test kit cards are performing as expected. Ast-p648 lot # 7480974403 met final qc release criteria. The lot passed qc performance testing.